Manufacturer narrative:
(B)(4). Pump received with cracked and bleeding lcd glass, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that insulin pump had big cracks on towards the back and screen had black marks underneath it further insulin pump was completely dead. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Insulin pump will be return for analysis.